Event description:
The user reported that during percutaneous transluminal coronary angioplasty, the syringe did not want to inflate with increased pressure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.